Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg displayed premature end of life warning and subsequently was inoperable. Manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. Therapy was restored postoperatively.